Manufacturer narrative:
This is one of two related mdrs. Please refer to MDR 9610905-2017-00019. Both MDR's are submitted for the same patient and event however due to two different devices involved separate MDR's are being filed. Patient information was requested from the hospital, however they are not releasing the information. The exact event date is unknown. It was reported to have occurred sometime during the week of (B)(6) 2017. Device lot is unknown at this time. Device was implanted in (B)(6) 2016, the exact date of implantation is unknown. Device was explanted during the week of (B)(6) 2017, however exact date is unknown.

Event description:
Dr. (B)(6) placed the orthoanchor plates last (B)(6) 2016 and discovered they were broken during the week of (B)(6) 2017. The plates were removed.

Manufacturer narrative:
An investigation was performed using visual and stereo inspection on the returned product. Tensile cracks were observed under the stereo microscope. Further investigation determined that there was no indication of material or manufacturing defects observed. The device lot number was not provided by the customer therefor the device history records could not be reviewed. The investigation results concluded that the root cause for breakages were due to structural failure of the device due to mechanical overload. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.